Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with the complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis the clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformancies were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of the permanent cautery spatula instrument was broken. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.